Event description:
A nurse reported that a system message displayed several times during a cataract procedure, indicating obstruction in the device, liquid can not flow out of the fluidics module system. The handpiece and the phaco tip were changed, however, this did not resolve the issue. The issue was resolved after replacing the fluidics module system and the tubing. The procedure was completed without consequences to the pt. A product sample has been requested for eval. There are no add'l event details expected for this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).